Manufacturer narrative:
Complaint conclusion: as it was reported by an affiliate, difficulty was encountered when attempting to introduce the sheath introducer into the patients jugular vein and the device frayed at the distal tip. The physician stopped using the sheath introducer, and a different product was used and the procedure was finished successfully. There was no patient injury reported. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15638011 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
Device history record: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15638011 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15638011. Csi #6 55cm non coated subassembly lots 15629652 and 15629651 were reviewed and no units were rejected during the assembly of these lots. It was observed during review that no nonconformance records were issued for these lots. No other incidents were noted that could be potentially related to the complaint reported. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As it was reported by an affiliate, during a procedure, the sheath introducer of an optease device frayed at the distal tip. When the sheath introducer (accessory for optease) which was connected with the dilator of the optease (accessory for optease) was being inserted into the jugular vein to treat the inferior vena cava, but there was difficulty inserting into the patient. The physician tried to insert the sheath introducer into the jugular vein, but the distal tip of the sheath introducer became frayed. The physician stopped using the sheath introducer, and a different product (ivc filter: gunther tulip) was used instead. The procedure was finished successfully. There was no patient injury reported. The product will not be returned for analysis because it was discarded at the hospital.